Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer stated the initial report was a black electrical wire was damaged. It is unknown if the wire was intact or broken in half, or if the internal wires were exposed since the instrument has already been returned. Isi did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. Visual inspection (external and internal), manual articulation of inputs, and electrical continuity tests were performed. Electrical continuity test passed. Fa could not verify the customer reported event of a broken/damage conductor wire. The probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results. The instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during central processing it was discovered that fenestrated bipolar forceps instrument was found to have conductor wire damage. There were no reports of patient involvement.